Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher and lower than expected vitros phyt results were obtained from two levels of non-vitros biorad quality control fluids and from one level of vitros therapeutic drug monitoring performance verifier (tdm pv) iii fluid using vitros phyt slide lot 2626-0186-5461 on a vitros 5600 integrated system. Biorad immunoassay plus level 2 lot 85312 result of (B)(4) versus the expected result of (B)(4) biorad unassayed chemistry level 2 lot 92962 results of (B)(4) versus the expected result of 26.0 ug/ml vitros tdm pvi lot r9719 result of (B)(4) versus the expected result of (B)(4) vitros tdm pviii lot u9721 results of (B)(4) versus the expected result of (B)(4) biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher and lower than expected results were obtained from non-patient quality control fluids. There were no allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation determined that higher and lower than expected vitros phyt results were obtained from two levels of non-vitros biorad quality control fluids and from one level of vitros therapeutic drug monitoring performance verifier (tdm pv) iii fluid using vitros phyt slide lot 2626-0186-5461 on a vitros 5600 integrated system. The assignable cause is an instrument issue isolated to vitros 5600 system serial number (B)(6). Historical vitros phyt lot 2626-0186-5461 non-vitros biorad qc on (B)(6) was not as expected leading up to the initial event and showed imprecision at higher concentrations. Vitros tdm performance verifier fluids also initially showed imprecision and when tested at a later date were high outside the range of means. Precision testing was performed on (B)(6) using vitros tdm pviii fluid and was outside ortho acceptable guidelines, however when precision testing was run on the customers alternate analyzer (s/n (B)(6)) using the same lot of vitros phyt, the precision testing was within ortho acceptable guidelines. Additionally, all levels of vitros tdm pv fluids were within expectation on (B)(6), indicating acceptable performance for vitros phyt lot 2626-0186-5461 and further supporting that the issue is isolated to (B)(6). An ortho field engineer (fe) was dispatched to the customer site on (B)(6) 2023. Service actions by the ortho fe are expected to resolve the issues on (B)(6) and return the analyzer performance back to expectation. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros phyt slide lot 2626-0186-5461.